Event description:
It was reported via repair work order that the bed was stuck in the raised position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion code description-conclusion code 17-tech cancelled case assignment.